Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display. Customer blood glucose level was unknown. Customer also stated that the insulin pump had pump error unexpected restart and was also exposed to moisture. It ws also stated that the reservoir was leaked and o-ring inside lip of reservoir compartment was missing. The device will be returned for analysis.